Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Please describe any medical intervention performed including medication name and results. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent an open ventral hernia repair on (B)(6) 2021 and suture was used. Post-op, there was an infection along the suture line in the sub cute closure of skin. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/16/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a1, a2, a3, a4, b6, h6 health effect codes, h6 evaluation codes . Additional h6 component code: g07002 conforming. Additional h3 investigation summary: complaint/reference sample evaluation: no intact or opened sample was provided to investigation site for analysis of code nw1326 lot t1047. Retain sample evaluation: six retain samples of the incident code nw1326 and lot number t1047 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack, damaged packs but and no such defects were observed. The retain samples were tested for sterility test as per usp guidelines. Sterility test was performed by trained approved microbiologist and found to meet the specification requirements. As part of investigation batch manufacturing record was reviewed for code nw1326 lot t1047. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. The above investigation and device history record review shows that there was no issue during processing of the lot. From the above sterility test results, it is concluded that the retain samples were found to be sterile. The condition under which the test was performed was found to meet the aseptic requirements of classified area. All the other batches undergone in same sterilization run were passed and no complaint is reported till date regarding patient/user related issues. Based on the analysis this is considered as not a confirmed complaint. The reported incident is one and isolated case for code nw1326/lot t1047. No other event was reported for same description from other parts of country where this lot was distributed. Based on the analysis this is not a confirmed complaint. Additional information was requested and the following was obtained: 1, please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure mr (B)(6) 60yrs male, 158 cm/64 kg. Mr (B)(6) 38yrs /male , 178 cm/82 kg. 2, date of index surgical procedure? (B)(6) 2021 and (B)(6) 2021. 3, the diagnosis and indication for the index surgical procedure? Left open inguinal hernia repair & laparoscopic cholecystectomy 4, what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open & laproscopic. 5, on what tissue was the suture used? Skin. 6, what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. 7, how was the suture placed (interrupted or continuous)? Interrupted. 8 , how was the suture originally tied (multiple knots, square knot, etc.)? Multiple knots. 9, did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No suture deficiency. 10, what symptoms did the patient experience following the index surgical procedure? Onset date? Pain and pus discharge as well as superficial wound in both cases 20 days and 5 days after surgery respectively. 11, please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Pain, pus discharge and superficial wound in both cases. 12, please provide the onset date/time of infection from the initial surgical procedure. . (B)(6) 2021 and (B)(6) 2021 were the date of surgeries thereafter 20 days and 5 days respectively . 13, please describe any medical intervention performed including medication name and results. Sensitive antibiotics given and wound dressing has been done. 14, were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? The first patient was known diabetic type -2 while the second patient was healthy. 15, did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Yes, both patient received prophylactic inj. Supacef. 16, were cultures performed? If so, please provide the results. Yes, culture performed and it was positive with m rsa and pseudomonas. 17, how much and what type of drainage is present in this wound? 2-3 ml and 1 ml respectively pus were discharged. 18, other relevant patient history/concomitant medications? Not avaialable. 19, what is the physician¿s opinion as to the etiology of or contributing factors to this event? Diabetologist opinion was takes in first patient while in second patient it¿s not required. 20, what is the patient's current status? Wound healed with scar. Note: events reported in 2210968-2022-00591 and 2210968-2022-00592 (B)(4). Date sent to the FDA: 2/16/2022 corrected information: b3. Corrected b5 narrative: it was reported that a patient underwent an open ventral hernia repair on (B)(6) 2021 and suture was used. Post-op, there was an infection along the suture line in the sub cute closure of skin.